Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited inappropriate auto mode switch episodes due to far r-wave oversensing. The patient was asymptomatic. Programming changes and further testing were suggested and they were not performed.